Event description:
It was reported that an obtryx system - halo device was used during a procedure. The patient experienced pelvic heaviness and needs to urinate frequently. Other pains have also appeared progressively, such as back, pelvic, hip, sternum, shoulder, and foot pain. Additionally, the patient also had anal and vaginal burning.

Manufacturer narrative:
Block h6: patient code e2330 captures the reportable event of pain. Patient code e1705 captures the reportable event of vaginal burning.

Manufacturer narrative:
Correction to blocks h6 (patient codes), and h11. Block h6: patient code e2330 captures the reportable event of pain. Patient code e1705 captures the reportable event of vaginal burning.

Event description:
It was reported that an obtryx system - halo device was used during a procedure. The patient experienced pelvic heaviness and needs to urinate frequently. Other pains have also appeared progressively, such as back, pelvic, hip, sternum, shoulder, and foot pain. Additionally, the patient also had anal and vaginal burning.